Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer replaced the faulty t board on drawer 5 to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reporteohohnd that when using the bd pyxis medstation system, the drawer 5-1 in the e2 pyxis machine failed and required maintenance, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.